Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe luer slip had a melted stopper. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that bd syringe luer slip had a melted stopper. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. DHR, quality notification and maintenance records were analyzed and the no occurrence potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe stopper damaged. The probable cause for the defect is related to failure at stopper assembly station. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.